Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the thermal event or determine it's root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the charging port on the controller "caught fire and melted". It was not provided if the patient was using the charging cable provided with the controller to charge the device or if the controller was exposed to high temperatures. Additional information has been requested from the patient, but not received at present time. If additional information becomes available, a supplemental report will be submitted.